Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported unknown side capsular contracture and rupture. This record relates to the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as an unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side capsular contracture, (baker grade unknown). Rupture and "waterfall deformity" on ultrasound. The device has been explanted and replaced with a non allergan device.

Event description:
Patient reported right side capsular contracture (baker grade unknown), rupture and "waterfall deformity" on ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported right side capsular contracture (baker grade unknown), rupture and "waterfall deformity" on ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture baker grade unknown, rupture and "waterfall deformity" on ultrasound. The device has been explanted and replaced with a non allergan device.